Manufacturer narrative:
The customer was sent a replacement pump. On (B)(6) 2016, a medela clinician followed up with the customer by phone and emailed to get additional information. The customer responded by email that the replaced pump was working great and that she is using a bigger breast shield. On (B)(6) 2016, the customer stated that she had thrush since her baby was born. The baby was treated with nystatin and mom was treated with diflucan and jack newman apno. The customer stated that she had been washing and sanitizing pump parts each time she used them. No symptoms of thrush occurring at this time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer originally reported to customer service on (B)(6) 2016 that she was having a lower milk expression than she feels she should, while using the pump in style advanced breast pump. On (B)(6) 2016, the customer also stated to a medela clinician that she had thrush for which she was treated with a prescription medication.